Event description:
It was reported that the user accidentally inserted a flex infusion set without removing the protective cover, which led to an incorrect deployment and required use of a different infusion set; this event aligns with an improper or incorrect procedure involving the cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, consistent with an unintended use error involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.